Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history was not provided for review. Current information is insufficient to permit a conclusion as to the cause of the event. Corrective action was initiated to address the reported issue. Quantity - 2. The following sections could not be completed with the limited information provided: dproduct location unknown.

Event description:
It was reported that patient underwent an oral bone grafting procedure. Subsequently, approximately one week post-implantation the patient experienced swelling gums, non-healing wound and non-integration which required further unknown intervention. Approximately five months post-implantation, the surgeon reported the product is integrated.